Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified an opening, a crease fold, clear fluids inside the device, and brown particles inside the device. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp opening in the posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening in the posterior side assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device remains implanted.